Event description:
Facility reports that ninety minutes into the treatment the venous line separated from the pt's catheter (bard optiflow catheter) this resulted in a 500cc blood loss and pt's bp-57/38. Narrow venous limits software was in use but the machine did not alarm. Pt was given 1000cc of ns and bp-102/44 upon transfer to ER. Pt upon admission to the hospital and was found to be in atrial fibrillation and the pt was treated and held overnight for observation and was released the following day. Sample is not available for evaluation.